Event description:
Customer reported problems with the monitor. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the display adapter pcb. System operates as intended. This MDR is related to ge healthcare complaint number.